Event description:
It was reported to boston scientific corporation that a 10x80 wallflex biliary rx uncovered stent was used in the common bile duct during a stent deployment procedure performed on (B)(6) 2014. According to the complainant, the stent was implanted to treat a stricture. Reportedly, the patient¿s anatomy was tortuous. During the procedure, the physician released the stent to just before the limit marker when it was noted that the proximal of the stent would be out of the papilla vater if releasing was continued. The physician attempted to reconstrain the stent; however, the stent was unable to be reconstrained completely. The partially deployed stent was removed from the patient. A 10mmx60mm wallflex biliary rx uncovered stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a 10x80 wallflex biliary rx uncovered stent was used in the common bile duct during a stent deployment procedure performed on (B)(6) 2014. According to the complainant, the stent was implanted to treat a stricture. Reportedly, the patient¿s anatomy was tortuous. During the procedure, the physician released the stent to just before the limit marker when it was noted that the proximal of the stent would be out of the papilla vater if releasing was continued. The physician attempted to reconstrain the stent; however, the stent was unable to be reconstrained completely. The partially deployed stent was removed from the patient. A 10mmx60mm wallflex biliary rx uncovered stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4) for the reported event of stent partially deployed. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual and microscopic examination found no issues associated with this device. The stent was fully mounted on to the device. There were no issues noted with the profile of the device. There were no kinks or damage noticed along the shaft of the device. During the product analysis, the investigator was able to partially deploy the stent and reconstrained the stent. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.